Manufacturer narrative:
(B)(6). Device manufactured between may 25, 2018 to may 26, 2018. The device was received for evaluation. A visual inspection was performed, and it was noted that there was leak from the spike port cap. Functional testing was also performed and it was noted that there was a spike port cap leak from the spike port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer returned a used 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag for evaluation with a circle marked around the spike port and cap area indicating that a leak had occurred from the circled location. The process step at which the leak was discovered was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.